Event description:
Additional info provided by healthcare professional indicated the rate of infusion of dopamine was increased for control of blood pressure and tretment was delayed for 20 hours because there were no other devices available.

Event description:
Healthcare professional reported a patient receiving hemofiltration on the baxter bm11 blood pump monitor when a visible blood leak in the hemofilter was noted and the machine did not alarm. No further information was available for this report.

Event description:
Healthcare professional (hcp) reported pt receiving hemofiltration on the baxter bm25 device. Hcp reported blood was noted in the effluent, and the blood detector on the bm11a did not alarm. Hcp also reported the device would drain the dialysate/replacement solution dry without alarming. Hcp discontinued treatment on the device and treatment was delayed.